Manufacturer narrative:
Block h6: imdrf device code a0104002 captures the reportable event of stent migration. Imdrf impact code f2301 captures the reportable event of additional device required to remove the migrated stent. Imdrf impact code f2202 captures the reportable event of endoscopic procedure. Block h11: investigation results: boston scientific corporation could not confirm the reported event of stent migration. The device was not returned; therefore, product analysis could not be performed. Based on the information available there is no clinical or technical evidence to determine whether the patient reports symptoms were due to a device malfunction or structural compromise, and without proper evaluation of the device, it remains unknown the most probable causes that contributed to the events. Device history record review: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which have contributed to the reported event device technical analysis: the device was not returned; therefore, product analysis could not be performed. Risk review: a risk review was completed and confirmed that the event of "stent migration, pain, hospitalization or prolonged hospitalization, endoscopic procedure and additional device required" was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Labeling review: a labeling review was performed and, from the information available, there is no information that the device was used in a manner inconsistent with the instructions for use (IFU) as a known possible adverse event related to the use of the device. Additionally, it was confirmed that the following adverse events are anticipated in the IFU: stent migration and pain. Investigation conclusion: based on the available information, there is not enough evidence to confirm the cause of reported event. Without proper evaluation of the complaint device, cause not established is selected as the investigation conclusion code.

Event description:
It was reported to boston scientific corporation that an agile esophageal otw stent was implanted to treat distal esophageal cancer during an esophagogastroduodenoscopy (egd) with stent placement on (B)(6) 2026. It was reported that the stent was successfully deployed but migrated approximately two weeks after implantation. The patient experienced discomfort due to pain. The migrated stent was removed using rescue forceps, and a longer agile esophageal otw stent was placed to complete the procedure.